Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that patient experienced and continues to experience severe pain, discomfort and inflammation in hip, thigh and groin area. Patient also has been experiencing severe pain while walking or standing for long periods of time. Patient notices a loosening sensation in hip when walking. Additionally, it is alleged that metal ions are being released into patient's blood. Patient will likely need to undergo revision surgery in the future.

Manufacturer narrative:
(B)(4).